Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure between the ilet and a newly applied freestyle libre 3 plus sensor, which did not connect until the user rescanned the sensor, after which the warm-up status appeared on the ilet. No adverse clinical symptoms reported. Outcomes included no impact on health and no alerts or alarms. User support included troubleshooting and user education conducted by support, with successful restoration of expected behavior following a rescan. Investigation of this case revealed that the device-to-sensor pairing initially failed but resolved with the standard rescan procedure, indicating no ongoing device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and transient connectivity factors during initial pairing.